Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified by functional test. The cause was a bad latch lock flex. Replaced latch lock flex to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a latch lock sensor failure which was found during testing. There was no patient involvement, and no patient harm/adverse event reported.